Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
Primary procedure, left tibial nail. It was reported that the strike plate was correctly threaded into the targeter. On impaction, the threads of the strike plate broke off in the adaptor. Surgery was completed successfully with a surgical delay of approximately 10 minutes.

Event description:
Primary procedure, left tibial nail. It was reported that the strike plate was correctly threaded into the targeter. On impaction, the threads of the strike plate broke off in the adaptor. Surgery was completed successfully with a surgical delay of approximately 10 minutes.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence was provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, based on complaint history review, one of the most probable root causes is, but is not limited to: a forced fracture of the material due to the application of an excessive force on the device. The application of a force while the device is not properly aligned with the targeting arm. An improper engagement between the delta strike plate and the targeting arm, which could have caused the breakage of the delta strike plate at the threaded area. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed.